Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the axiom sensis, combo 64 iecg systems. During an endometrial ablation, the device lost signal. The user proceeded with the treatment by connecting a 3-d party external generator not approved by siemens. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens has completed an investigation of the event. The investigation was performed considering complaint description, cs reports, system history, and system log files. During an interventional procedure the connection between the dialog monitor computer (dmc) and the signal input box (sib) was interrupted, leading to the loss of the vital sign monitoring functionality and the interruption of the cardiac electrical stimulation. The procedure was delayed and continued using the imperfect system. No health consequences were reported to this event. Investigation revealed that the issue occurred when applying pulses during pulse field ablation (pfa). Pfa uses high energy electrical pulses to destroy tissue by a process called electroporation. The pfa is performed with a 3rd party ablation system. In the sensis logfiles it can be seen that the pc boards inside the sib are not recognized temporarily. This leads to a restart of the sib, resulting in the interruption of the connection between dmc and sib. The system will recover once ablation is stopped. It is concluded that the sib is influenced by the field impulses of the pfa ablation, leading to issues with the pc board recognition. The sensis system is not declared compatible with the use of pfa devices. As there is no compatibility declared, the sensis system and the ablation system shall not be used in combination. A list of compatible ablators can be found in the compatibility list which is part of the instruction for use. The affected system has been checked and no system failure is identified.